Event description:
The customer reported the system booted up then produced x-rays on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the hand switch needed to be replaced. Further repair info is not available. This malfunction may have resulted in a possible accidental radiation occurrence.